Manufacturer narrative:
H6; code 100: clamshell sleeve stake, which allowed the clam shell sleeve to snag on the trocar. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation yes, cartridge batch number ckw0416, precock functional yes, rotation yes, staple count 2, swivel yes. Functional tests & results: cycled the instrument no, test cartridge batch number n/a. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the articulation clamshell sleeve stake had yielded during surgery, making the instrument non functional. The instrument was received with the articulation clamshell sleeve broken and a piece of the sleeve, approximately 25%, had torn free and was not returned. There were 3 staples jammed in the cartridge nose, that had been fired over top of each other due to the yielding of the clamshell sleeve, which would not allow the staples to release properly. After further examination of the sleeve stake, it was concluded that the clamshell sleeve had not been sufficiently staked, and this was due to an assembly error. No functional testing could be performed due to the insufficiently staked clamshell sleeve, which would not allow the cartridge to remain locked in place on the instrument. The appropriate mfg and engineering personnel have been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that a piece of the plastic cartridge housing broke off while inside the patient. The surgeon retrieved the plastic from the patient. There was no patient consequence.